Event description:
The patient's mother reported that the patient had been experiencing elevated blood glucose since 03/01/2008. She stated that the infusion device alarmed e4 (occlusion) and the patient changed her infusion site. Her blood glucose then began to elevate. At 7:00pm on the next day, the patient began to vomit and thought she had the flu. She vomited again at 10:00pm and her blood glucose was elevated to 533 mg/dl. At 12:00am the patient became unconscious and the mother called the patient's physician. The mother injected insulin via pen and the patient was taken to the hospital and disconnected from her infusion device. The patient remained in intensive care from "2008" and was then transferred to another unit. The patient reconnected to the infusion device on the following day, and her blood glucose returned to normal. She has been diagnosed as having an infection. Her normal blood glucose level is 130 mg/dl. No further information is available. Product was requested to be returned for evaluation.